Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-12742. It was reported the patient¿s scs system was not providing adequate relief. As a result, the patient¿s leads were explanted and replaced. Therapy was restored post-op.